Manufacturer narrative:
Section a: patient information was requested but not provided manufacturer's investigation conclusion: the reported event of backup battery fault alarm was confirmed via log file analysis. Data on the reported event date of 10may2024 was reviewed. The controller event log file captured backup battery fault alarm events that initially became active on 10may2024 at 19:28:09 and remained until 19:48:53. The alarms did not affect the controller¿s ability to operate the pump at the set speed and activated due to the backup battery not passing load test. At the time of this alarm¿s activation, the loaded voltage was measured not within the acceptable threshold compared to the unloaded voltage. Attempts were made to obtain additional information from the customer regarding product return status; however, no additional information was provided, and no additional follow-up attempts will be performed. A root cause for the reported event cannot be conclusively determined through this analysis. A corrective and preventative action (CAPA) has been implemented to address the issue of the backup battery not passing the load test; however, system controller (serial # hsc-078206) was manufactured prior to the implementation of the CAPA. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes backup battery fault alarms. Backup battery fault alarm ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Under section 2, ¿replacing a backup battery in the system controller¿ details the required tools and steps to exchange the internal 11v backup battery no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a2-a4 unavailable. Information pending hospital follow up. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were sent in for review. The log files ended with a driveline disconnect.